Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that during preparation for use during an endoscopic retrograde cholangiopancreatography (ercp), the tip of the single use mechanical lithotriptor v snapped or broke off. It was reported that this issue occurred four times. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint lithocrush model (B)(6) tip snap or break was confirmed. Based on the results of the investigation, it seems that the reported event could be attributed to several factors. Firstly, there was an attempt to insert the device into the endoscope while using the guide wire. Additionally, the device was inserted into the endoscope when the angle between the distal end and the guide wire was substantial. Furthermore, a force exceeding the resisting force was applied to the guide wire tip, causing it to tear. However, the precise root cause of the problem remains inconclusively. The following is included in the instructions for use (IFU): the instruction manual contains a warning to the user regarding this event. <contents of description> (drawing number:gk5909, revision number : 21) ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.